Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance on resetting the pump, and after following the instructions, the error did not reappear. The customer successfully started their sensor session.